Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, one pelvic reduction forcep, one liss insertion guide for distal femur, one depth gauge for locking screw, four universal chuck with t-handle, one cannulated 4.0mm hexagonal screwdriver, onepelvic reduction forcep, two ria drive shaft, one bending pliers, one forcep for broken screw removal, one locking plier, two large quick coupling, one depth gauge, one silicone handle, one red forceps serrated jaw ratchet, one plate holding forcep, one reduction forcep with point ratchet, one holding sleeve with wing screw, one graphic case and two graphic case for screw removal set were broken from usage. There was no patient consequence. This report involves one (1) asymmetric pelvic reduction forceps. This is report 8 of 16 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the reduction forceps was missing the speed nut. Broken device is not confirmed since the condition of the speed nut is unknown. A dimensional inspection for the device was unable to be performed due to missing components. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.